Manufacturer narrative:
Add'l brand name: nobelspeedy replace np 3.5x13mm. Add'l common device name: dental implant. Add'l lot#: 742694. Add'l catalog#: 32198.

Event description:
Two dental implants were placed in a (B)(6) pt on (B)(6) 2011 in (B)(6). On (B)(6) 2011, the pt was sent to the hosp with swelling on the floor of her mouth. The pt did not respond to IV antibiotics and was admitted to the intensive care unit (ICU) on (B)(6) 2011. There the pt had the two implants removed under general anesthesia. The pt was left intubated and sedated for twenty-four hours. The pt responded well to therapy and was discharged from the hosp a few days later without further incident. On (B)(6) 2011, the date the event info was received by the MFR, the reporting clinician was contacted. He indicated the pt was seen two weeks previously and has recovered fully.